Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare healthywhite power toothbrush

Event description:
Consumer complained about bristles falling out out in their mouth. No injury reported.